Event description:
It was reported that on (B)(6) 2024 PICC was placed. During routine flushing with saline a subcutaneous leaking of fluid was noted. On (B)(6) 2024 the PICC was removed with a new catheter being placed. No harm to the patient was reported. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.